Event description:
It was reported to philips that the system had stopped working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system had stopped working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a damaged fuse on the overvoltage protection board and a defective power supply card in the m cabinet. To resolve the issue, the fse replaced the pdu fan tray and carried out all functional tests. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.